Event description:
During an intramedullary rodding of the left tibia, the hex end of the drive shaft broke, causing the reamer head to lose its connection from the drive shaft. The reamer head was lodged in the medullary canal. The reamer head was removed, completely intact, however an x-ray revealed two fragments of the drive shaft remained in the patient. The fragments will not be removed.